Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us  is available in the USA with a 510k number k192245. We checked the returned unit and confirmed that the operation channel blocked. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the operation channel. In addition, we confirmed that the light guide cable buckled, and the air/water nozzle clogged; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0588(channel)" and/or the risk analysis results, it was evaluated to submit MDR.